Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula and bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 17 mmol/l (306.2 mg/dl) while wearing the pod between 5 and 24 hours. The adhesive completely separated from the (arm) causing the cannula to dislodge. The patient reported, waking up with the adhesive not secured to the pod site, the cannula dislodged and bent, as well as insulin leaking from the cannula. As treatment, the patient administered an injection of insulin and activated a new pod.